Manufacturer narrative:
The reported knot in the lock line was confirmed via returned device analysis. Additionally, a broken lock lever shaft and missing clip introducer were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported knot in the lock line could not be determined. The observed broken lock lever shaft is a result of troubleshooting the knotted lock line. The observed missing clip introducer appears to be a result of operational context. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Clip is not returning as it was implanted. The delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material deformation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and attempted to be deployed on the mitral valve. However, after unscrewing the lock lever cap, it was observed the lock line was severely knotted together. The physician attempted to untangle the lock line but was unable to do so. To remove the lock line, the physician broke the lock lever. This allowed the physician to grab the lock line underneath the knotted portion. The lock line was then successfully removed, and the clip was deployed without further issues. Mr reduced to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.